Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was found to be dislodged. This lead was attempted to be repositioned for 4 times but lead was subsequently dislodged. This ra lead was explanted and a new lead was successfully implanted. Upon explant, lead was found to have a good amount of tissue on the screw. This lead was returned back to the laboratory. No additional adverse patient effects were reported.